Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pt's doctor checked the device, it was off. The implant had turned off without the pt's knowledge. The source of the exposure that may have turned the device off was unk. The pt reported a loss of therapeutic effect, and felt no stimulation sensation following some type of environmental exposure. Additional information has been requested.